Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest. The patient's doctor believed that the patient may have been experiencing an allergic reaction. The patient was prescribed desitin 10 and calamine lotion, but the irritation got worse after medication was applied. The patient decided to remove the lifevest. During a follow-up it was reported that the irritation was improving.